Event description:
Additional information received indicated the patient presented in clinic again for isometric testing, and the noise on the right ventricular (rv) lead was reproducible. It was also noted that the patient received inappropriate therapy, though the type of therapy was not provided.

Event description:
Additional information received indicated the inappropriate therapy delivered was inappropriate high voltage therapy due to shock. No changes were made.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead was sensing noise. The patient was asymptomatic. Further information was requested but not received.

Event description:
Additional information received indicated the right atrial (ra) lead was over-sensing noise which led to inappropriate automatic mode (ams) switch episodes. The physician suspected the electrical anomalies noted on the ra lead was due to a lead fracture. The patient was asymptomatic. Further information was requested but not received.